Manufacturer narrative:
The electrosurgical generator and high frequency cable used in the procedure were returned to olympus for eval. The eval confirmed the presence of slight thermal damage on the front panel of the generator, at the saline connector of the electrosurgical generator. There was corresponding thermal damage and discoloration on the connector of the high frequency cable. The devices were tested as a unit and passed all functional and electrical tests. Based upon the findings of the investigation, it appears fluid was present at the junction of the cable and generator connector during activation. The source of the fluid could not be determined. The generator was serviced and returned to the user facility, and the high frequency cable was replaced as a preventive measure. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that users claimed to have noted an unusual odor during a therapeutic transurethral resection of the prostate (turp) procedure. The users reportedly could not determine the origin of the odor, but following the procedure, charring was noted at the saline connector located on the front panel of the device. The device was reported to have functioned appropriately throughout the procedure. There was no pt injury associated with this event.